Event description:
In an inbound call, the patient reported that she had a v-go applied on at 10am where the needle button kept popping out after 4pm. When asked what portion of the needle button the patient presses on during initial needle insertion, she responded that she presses on the large part. When I advised the patient to press firmly on the raised circular bump of the needle button, the patient confirmed that they use the device correctly. The device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: twelve devices were received and evaluated for the complaint regarding the needle button released event. All devices were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices.